Event description:
It was reported that the 9900 system intermittently locks up. No patient injury was reported

Manufacturer narrative:
A ge service representative preformed an on site investigation. The failure could not be duplicated. The gpos and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.